Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1); staples in the track, yes(9) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to how the reported instrument "misfired during the procedure and could not be cleared" during surgery occurred. The instrument was examined, was found to be functional, and was cycled and fired, the remaining 10 staples well formed. The experience the surgeon reported could not be repeated.

Event description:
It was reported during a laparoscopic hernia repair the ems stapler misfired during the procedure and could not be cleared. There was no pt consequence. 11/24/97 the rep reports a few staples were initially fired before the stapler jammed. A new ems was opened to complete the case.